Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the sterilizer and found the cause of the leak was a loose packing nut on the sterilizer's sight glass. The technician stated the leak was a small puddle of water. The technician tightened the packing nut, tested the unit and confirmed the unit was operating to specification. The unit was installed on (B)(6) 2013 and is currently under steris warranty.

Event description:
The user facility reported their unit was leaking water. No injuries or procedural delays/cancellations were reported.